Event description:
It was reported by the rep that the (1) ez45b was used during wedge resection procedure. It was reported that after one of the stapling applications, the physician reported difficulty in maintaining or achieving hemostasis. A thoracotomy was eventually performed to secure hemostasis. The case was converted to open and there was an extended or time. The stapler was not saved by the hosp and will not be available for review.